Event description:
It was reported that when setting the handpiece before the tka procedure, the thumbscrew broke. Another tray was opened to use the extra thumbscrew to continue the procedure without delays. No other complications were reported.